Event description:
The spouse said they couldn't wake up patient for dinner. Spouse tested patient blood glucose on the device and obtained a result of 85 mg/dl. Emergency medical technicians were called and they checked patients glucose and the level was 45 mg/dl. Patient was treated with an IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.